Event description:
A pt received her first treatment on 7/12/96 with 2 formulations of collagen in the vermilion borders and nasolabial folds. Immediately after the treatment, the pt noted pain at the treatment sites which she attributed to the injection procedure. The pain resolved spontaneously within 24 hrs. On approx. 7/16/96, she noted a "cold sore" at the upper vermillion border treatment sites: the physician diagnosed herpes simplex and prescribed zovirax. On approx. 7/19/96, the pt noted a "white bump" at her left cheek; a consulting physician (name refused) diagnosed a sebaceous cyst; excision was performed. The consulting physician did not believe that the sebaceous cyst was related to collagen. The pt alleged that as of 8/23/96, the vermilion borders remained "firm and tender" especially when pursing her lips or opening her mouth wide. She also alleged that correction at the nasolabial treatment sites had completely disappeared.